Event description:
Hcp reported the patient fell in 2002 and the stimulator was working on and off since 3/2002. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.